Manufacturer narrative:
Nakanishi is still trying to obtain information about the event, including information about the patient.

Event description:
On june 24, 2025, nakanishi received an email from a distributor (B)(4) about a nsk handpiece overheating. The details are as follows: - the event occurred on june 9, 2025. - the dentist was performing a coronectomy procedure on a lower left wisdom tooth of a patient using the x-sg65l (serial no. (B)(6)). - during the procedure, the dentist noticed blistering at the intra-oral wound site along the patient's cheek, expanding into the underlying muscle and inner aspect of the patient's lip. - the outer lip exhibited discoloration resembling staining with a dark, oil-like substance. - the dentist detected no temperature increase at the device handle; however, their fingers were not in contact with the conical attachment connecting the bearings to the drill. - the dentist washed the patient's wound with saline and removed of contaminated wounded bed.

Event description:
Nakanishi received further information on the event from the distributor. - at the time of the event, the patient was under general anesthetic. - the dentist observed slightly noisy drill sound from the handpiece during rotation prior to the incident. - the dentist initially found dark staining intra-orally and sloughing of skin which was black and wet within the cheek. - the injury was full thickness loss of skin over the intra-oral aspect of the lip and partial sloughing in the cheek intra-orally. There was also redness and erythema on the outer lip. - the patient received subsequent management with burn moisturizer undertaken in the subsequent weeks.

Manufacturer narrative:
The dentist refused to provide any information about the patient's ethnicity. Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject x-sg65l device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) and (3)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (40,000min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 40,000min-1 (motor revolution 40,000min-1). Nakanishi observed an abnormal temperature rise at the test point (1) 5 minutes into the test. Temperature measurements about 5 minutes after the start of the test were as follows: - test point (1): 52.5 degrees c. - test point (2): 45.7 degrees c. - test point (3): 41.0 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: - the bearing was soiled and discolored. - the bearing balls were deformed, and metal-stripped. - the chuck was soiled and discolored. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi determined that the cause of the handpiece overheating was abnormal resistance during rotation due to the broken bearing. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing was the ingress of undesirable materials into the bearing, leading to abrasion. B) a lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the bearing during rotation. This contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the distributor and directed the distributor to remind the user of the importance of maintenance as instructed in the operation manual.